Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The field service engineer (fse) was dispatched on 5april 2016. The fse verified the problem and replaced the sample loop, rotor seal, stator face, and 6-way rotor seal. The system still experienced low areas the fse returned to the account on 7 april 2016 and replaced the sample needle and injector valve. Twenty samples were run, all areas were in the 900-1000 range, with the exception of one low area (around 190). Quality control was in range and precision was good. The g8 was working as intended. No further action required by fse. The probable cause of the event was related to the injector valve.

Event description:
On (B)(6) 2016 a customer reported intermittent low total areas on capped whole bloods with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.